Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 425cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided deflation. The patient went in for a consultation on (B)(6) 2016, and the deflation was confirmed via physical exam. As a result, the patient underwent bilateral removal and replacement with two 450cc mentor smooth round moderate plus profile prostheses (catalog #: 3502450, left serial #: (B)(4)) on (B)(6) 2020.

Manufacturer narrative:
On 29-may-2020, the suspected medical device was returned for evaluation. On 3-jun-2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation, some anomalies were observed within a crease/fold in the anterior of the device, and one of them was extending to the posterior view. Leak testing was performed, according with the mentor procedure, and it revealed a tear between the shell and valve. Microscopic examination was performed, and the cause of the deflation could not be identified. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of the saline-filled mammary prosthesis. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 22-apr-2020, it was found that d.8. Is this a single-use device? Was not properly filled in on the initial report. The field has been updated. Manufacturer's reference number: (B)(4).